Event description:
It was reported that the collimator on the 9800 system was stuck with an iris pot error message. Also, the system would not recall some images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro function board, hard drive, and the battery pack were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.